Event description:
It was reported intermittent occlusion alarms occurred, which led to the customer's blood glucose level reading as "high", a specific value was not provided. To address the elevated blood glucose level, the customer administered a correction bolus using their pump. The situation was resolved by changing the infusion set and cartridge, after which insulin delivery resumed.